Manufacturer narrative:
Unk if sample is available for eval at time of this report.

Event description:
Complaint alleges: the nurse pre-tested catheter and it would not inflate. There was no pt injury reported. Pt's current condition is reported, as fine.